Event description:
In 2001, the pt's serum was tested with the imx bhcg assay and received a result of 2476 miu/ml using an instrument dilution of 1:200. The pt was told that might be miscarrying and was scheduled for an ultrasound, which was revealed a viable fetus. The next day, the laboratory called the country service and support center for problems relating to liquid level sense errors. Two later later, the pt's serum was repeated with a value of 22,018 miu/ml.